Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose was 300 mg/dl. Troubleshooting was done. Customer stated unable to rewind. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a faulty force sensor resistor. The motor was tested outside of the device and it passed. The pump had a cracked case near the lcd window corner, a cracked lcd window, a cracked reservoir tube, a cracked reservoir tube window, a cracked reservoir tube lip, a cracked belt clip slot, cracked battery tube threads, a stained address/serial number label and a stained end cap sticker.